Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient was admitted with elevated lactate dehydrogenase (ldh) and concern for hemolysis. Technical services reviewed the submitted log files, and elevated pump powers were confirmed. Patient elected to stop life supporting pressors and become full let on (B)(6) 2020. Patient went into cardiopulmonary arrest prior to vad withdrawal. It was reported there were no device issues or malfunctions that could have contributed to the patient's cause of death. No autopsy was performed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of pump power elevations was confirmed through evaluation of the submitted log files, however, a root cause could not be conclusively determined. A correlation between the device and the reported ldh elevation and patient outcome could not be conclusively determined through this evaluation. The account reported intermittent pump power and flow elevations and noted these events occurred during power source exchanges. A review of the submitted log files revealed intermittent elevations in pump power between 8 and 12.3w between 10oct2019 and 8nov2019, as well as between 21nov2019 and 25dec2019. The estimated flow ranged between 3.9 to 12lpm and corresponded to the varying pump power. It should be noted that between both log files, power elevations captured during power cable disconnect events appeared to be coincidental. Multiple power elevations were also captured by the data logger and during pi events. The system operated as intended at or above the low speed limit for the duration of the log files. The account did not respond to multiple requests for further information. The account reported on (B)(6) 2020 that the patient had elected to stop their medication and went into cardiopulmonary arrest. Vad support was withdrawn and the patient expired. The account indicated the device was not explanted. The hmii IFU explains that changes in pump speed, flow, or physiological demand can affect pump power and that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Pump power is a direct measurement of motor voltage and current, while pump flow is estimated from pump power. The IFU lists hemolysis as an adverse event that may be associated with the use of the hmii lvas. No further information was provided. The manufacturer is closing the file on this event.